Manufacturer narrative:
Combination product: yes. Neither the affected product nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no material or manufacturing related root cause could be determined. It should be noted that the IFU advice the user when treating multiple lesions, the distal lesion should be initially stented, followed by stenting of the proximal lesion.

Event description:
Orsiro mission drug-eluting stent systems were selected for treatment of a moderately calcified lesion (stenosis degree: 99 percent) in a moderately tortuous mid lcx. First, a 3.50/35 orsiro mission was placed without any problems. Then, a 2.5/35 orsiro mission was attempted to be placed, but it got stuck in front of the first placed 3.50/35 orsiro mission. So, the 2.5/35 orsiro mission (complaint device) was remove from the body. The stent of the complaint device was slightly displaced on the balloon, and hangnails (deformation) were observed. Therefore, the complaint device was not used, and the procedure was completed without any other treatment.

Manufacturer narrative:
Combination product: yes. Corrected the initial reporter information. Reference CAPA# nc-24-004. Neither the affected product nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no material or manufacturing related root cause could be determined. It should be noted that the IFU advice the user when treating multiple lesions, the distal lesion should be initially stented, followed by stenting of the proximal lesion.